Event description:
An orsiro drug-eluting stent system was selected for treatment of a severely calcified lesion in the lad. After using a rotablator in the lad, the orsiro was delivered but could not cross the lesion. Subsequently, a guideplus ii el was delivered to the proximal lesion, and as it was tried to implant the orsiro the stent shifted from the balloon. Another stent was used to complete the intervention.

Manufacturer narrative:
The returned instrument was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed that the stent is displaced from the balloon by about 21 mm in proximal direction. The stent is severely deformed in its distal end, i.e. Several struts are bent outwards. Microscopic inspection showed stent imprints on the exposed balloon surface, indicating that the stent was initially crimped in between the two radiopaque markers. The balloon is well folded and shows no signs of inflation, but dried contrast medium was observed in the inflation lumen. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined. It should be noted that the IFU advises the user to not reinsert the orsiro stent system as the stent and/or the delivery system may have been damaged during the initial attempt to cross the lesion or during withdrawal, not to apply excessive force while attempting to cross the lesion and not to apply negative pressure to the stent system at any time prior to placement of the stent across the target lesion.